Event description:
Initially the mpm16 monitor was functioning properly. The unit was taken off the patient for a little bit, but when trying to put the patient back on the unit, it turned on but there were no waves on the monitor. When the machined failed to work, the staff tried to get the other camino monitor from the operating room, but the operating room could not find theirs. No injury occurred because of the problem.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.